Event description:
It was reported that during the procedure in a heavily calcified lesion in the nearly chronic total occlusion in the narrow mid right coronary artery, pre-dilatation was performed with a small unspecified balloon. Pre-dilatation was then performed using a slightly larger unspecified balloon, resulting in a vessel dissection. Two unspecified rx xience prime drug-eluting stents were deployed to cover the dissection; however there were still dissections proximal and distal to the two placed stents. A 2.5x23 xience prime stent was deployed at the proximal end of the dissection. When attempting to advance a 2.25x28 rx xience prime distal to the three previously placed stents, the stent was unable to cross the most proximal placed 2.5x23 stent and became stuck. During an attempt to withdraw the 2.25x28 xience prime stent from the most proximal placed 2.5x23 stent, the 2.25x28 stent dislodged from the balloon inside the anatomy. The undeployed stent migrated to the aorta, then a micro snare kit was used to snare the stent. However, while retracting the snared 2.25x28 stent, the deployed proximal 2.5x23 stent was explanted from the vessel, exacerbating the existing dissection and causing endothelium damage. A new xience prime was placed in the proximal vessel location, over the damage and dissection, and a new xience prime stent was placed in the distal vessel location. A clinically significant delay was reported, as the procedure lasted 3.5 hours. The patient reportedly felt ok post-procedure, but experienced a cerebral vascular accident/stroke in the same evening, and was treated with anti-platelet and statin medication. The patient was discharged after prolonged hospitalization of 3 days without adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The 2.25 x 28 mm xience prime is being filed under a separate medwatch reports.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.